Event description:
Consumer claims he was using the heating pad on his feet when he fell asleep. He awoke to find that his heating pad had allegedly burned a hole in his mattress and set it on fire. No injuries were reported with this incident.

Manufacturer narrative:
Consumer fell asleep while using the heating pad which is abuse/misuse of the product and a violation of the warnings and instructions provided. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.